Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation occurred, leading to a pericardial effusion (pe) occurred. It was reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The patient was brought to the table and the right femoral vein access was prepped and dapped. Heparin was given and act drawn (367). The transseptal puncture was then attempted, but the versacross rf wire was unable to be seen in the left atrium (la). The transseptal appeared to be very posterior, the versacross rf wire and sheath were withdrawn and a second transseptal was attempted. At this point, a small effusion was noted (posterior/apex), but the patient remained stable and no intervention was required. Therefore, a new transseptal approach was taken at a mid/mid location successfully. The pigtail was advanced into the la, la pressure was 2, fluid was given, and the patient remains stable. The pe remained small and no intervention taken. The 24mm watchman device was deployed successfully and met pass criteria. The patient was kept overnight to assess the effusion and they were discharged and doing well. The device is not expected to be returned for analysis. Prior to transseptal, no pe was noted on echo. The patient was not under warfarin nor antiplatelet drugs at the time. The septum was slightly more difficult than others and required a second drop down to reach. It was also mentioned that the tenting was difficult to see and they were more posterior than believed. The act was greater than 200 and was reversed with protamine. The physician believes that the rf wire possibly perforated the posterior wall during tsp, and it is not believed the versacross system malfunctioned during the procedure.